Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: 9999.

Event description:
It was reported that the patient implanted with a light adjustable lens (lal) presented with persistent subjective visual disturbances in the left eye approximately 8 months after final lock-in, described as "double or triple vision" and heterophoria. The physician indicated that treatment of less than reliable cylinder measurements may have resulted in over-manipulation of the lens. An attempt was made to explant the lens; however, the procedure was not completed because the lens was firmly adherent in the eye. The lens remained implanted. No additional information was provided.